Event description:
It was reported the video system center exhibited black screen. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation conducted using the information provided by the customer and by the field service. Updated fields: d8, h2, h3, h6, h11. The device was not returned to olympus for inspection. However, the reported failure was confirmed by the information from the field service. In addition, the following reportable malfunctions were identified during the device evaluation: dirty base plate. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction no image was due to the dirty base plate. However, the most probable cause of the dirty base plate could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.